Event description:
The pt sustained an injury to the skin over the implant site. The injury failed to heal despite medical attempts to resolve the problem. When the implant partially extruded, it ws explanted. The pt will be reimplanted in the contra-lateral ear in july, 1998.